Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump experienced keypad anomaly. It was reported that the buttons were not responding. Insulin pump was not dropped or bumped. Customer's blood glucose was unknown. Insulin pump would not be returned.